Event description:
It was reported by the plaintiff¿s attorney that on an unk date, the plaintiff was implanted with an elevate prolapse repair system ¿to treat her pelvic organ prolapse and/or stress urinary incontinence¿. It was alleged that the plaintiff has ¿experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries¿, and has had other injuries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.